Event description:
It was reported that the patient heard a single tone alarm from their device. The patient was hospitalized to replace the pump for normal battery depletion, end of service. There were no reported patient symptoms or injuries. This device system was used to deliver lioresal.

Manufacturer narrative:
Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). Analysis revealed pump battery high resistance.